Event description:
On 7/8: customer reports male patient undergoing a ureteroscopy for stone removal and stent placement procedure when fluoro failed. Staff completed the procedure by bringing in a portable c-arm fluoro unit. No reported injury.

Manufacturer narrative:
Field service engineer troubleshot system, progressing to the generator where he found the generator to be making exposures, but no x-ray being produced. Fse troubleshot wiring and found the cause of no image to be an open condition inhibiting exposure. Fse reseated molex connection at the j6 connector and the image issue was corrected. Fse completed the hut dr service checklist, verifying all system operational functions. System returned to full service by the customer.